Event description:
It is reported by the nurse that a patient came in with pain. Xrays have been taken and showed that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Referring to product inquiry the trochanteric nail kit, ti gamma3 ø11x180mm x 125° is stated to be the primary product. The lag screw and the locking screw are considered associated products. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 2 months. Material deformation at the medial / distal and the lateral / proximal edge of the lag screw hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs where the edges of the sliding grooves had become worn. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. General aspects: the broken nail is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage during the implantation period. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. The available information and the x-rays were forwarded to a hcp for review. His comments (in excerpts): ¿suboptimal reposition. Lateral offset of the distal fragment had resulted in a deficient medial pillar. Only minimal signs of bone consolidation. A considerable intraoperative damage of the gamma3 nail caused by a deviated step drill resulting in a significant weakening of the nail in the area of the lag screw thru hole. In the following the gamma3 nail broke in fatigue due to prolonged overload by the patient; the nail could no longer fulfill its function for bridging and internal splinting of the fracture.¿ based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (insufficient bone healing resulting in prolonged overload by the patient) contributed by a considerable intraoperative damage of the gamma3 nail caused by a deviated step drill, which had led to a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after an implantation period of two months. No non-conformity was identified.

Event description:
It is reported by the nurse that a patient came in with pain. Xrays have been taken and showed that the nail is broken.